Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0038507 (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had a sharp pain around their waist where the implant was at. The patient reported that it hurt down the leg and in their groin area. The patient reported that they could only sit on their side, that they could hardly lay down and that it started about two days ago. The patient noted that they had never had ¿this¿ before. The patient reported that they had tried turning the stimulation down and off and the pain still kept going. The patient reported that they then turned the stimulation back on and put it at the setting that they usually had it and that it still hurt. The patient noted that they have not fallen or had any accidents. The patient also reported that they were currently on vacation in (B)(6) and that their health care physician (hcp) was in (B)(6). The patient reported that the implant did feel warm but that now it felt cold. The patient stated that they were going to try turning the stimulation down and off again to see if that helps and if it doesn't they were going to call/follow up with t heir hcp to see what was causing the pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the ins got warm, the patient changed settings from 8 to 4 but continued to feel discomfort. The pain was worsening from a scale of 1-10, the pain is a 10. The patient removed the battery from the remote and turned it off but still felt discomfort. The patient is not taking medications for the pain. The issue is not resolved. No further patient complications are anticipated or expected as a result of this event.